Event description:
The health care professional (hcp) reported that a patient two weeks ago when reached the threshold into the scanner they had sever pain. They were apprehensive about doing further mris with patient's with neurostimulators. It was noted that the patient was a man but the hcp was not able to provide the name of the patient.